Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a 11" (28 cm) smallbore ext set w/nanoclave®, 6-port nanoclave® manifold, check valve, clamp, rotating luer where the customer reported "sub manifold breaking". There was unknown patient involvement; harm was not reported as a consequence of this event.